Event description:
It was reported that during the initial procedure, the surgeon felt the head and liner did not fit correctly. The surgeon checked the compatibly of the head and liner and trusted the implants and closed the patient. One day post-implantation, the surgeon checked x-rays and confirmed the head and liner were not fitting together. Subsequently, the patient was revised two days post implantation. The liner was replaced and the procedure was completed successfully. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat# 00-8775-036-02 lot# 3214330 biolox delta head 12/14 36x0. G2: foreign: france the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: a1; a2; a3; a4; b7; g3; h2.

Event description:
No further information at the time of this report.